Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 41 mg/dl; cause was not known. Customer consumed 6 juice boxes, crackers and a glucagon injection to attempt to resolve bg level. At the ER, the customer was given a sandwich, 3 bottles of juice and hypofit gels to resolve the bg level. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended.